Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported narrowing of the outflow graft beneath the bend relief was confirmed through the evaluation of the submitted images. This appeared to be consistent with an extrinsic outflow graft obstruction (eogo). A specific cause for the obstruction could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted images confirmed narrowing of the outflow graft beneath the bend relief that appeared to be consistent with eogo. The controller event log file contained events from 20mar2025 through 28mar2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented (B)(6) hospital on (B)(6) 2025 for acute heart failure exacerbation with clinical signs of fluid overload. On interrogation of the left-ventricular assist device (lvad) it was noted that they had very flat parameter trends consistent with dampened pump head pressure. Their transthoracic echocardiogram (tte) was significant for moderate to severe aortic regurgitation (ar), as well as poor velocity change between the inflow and outflow cannulas. The patient did not have a history of ar prior to lvad implant, and while the cause of the ar was undetermined, the lvad device was determined to likely have contributed. A computed tomography angiography (cta) of the chest incidentally showed narrowing of the outflow graft underneath the bend relief. The patient did have an outflow graft clip, so twisting was not suspected, and instead external compression was assumed. The patient was referred to interventional cardiology, but an outflow graft stent was deemed risky due to the proximity of the compression to the pump housing. A right heart catheterization (rhc) with lvad ramp study was done, showing little change in lvad parameters as well as extremely high filling pressures consistent with the patient's heart failure symptomology. It was unclear whether the patient's symptoms were due to the ar or the outflow graft narrowing. It was decided to perform a transcatheter aortic valve replacement (tavr) and to diurese extra fluid off, as the patient was not in a stable enough condition for surgical intervention. The tavr was successfully performed on (B)(6) 2025, and as a result the pump speed was kept at 5000 rpms, which was noted to be lower than the typical speed for a patient of their size and cardiac demand, as an effort to avoid high pressure gradients that could dislodge the tavr valve. Post-tavr the patient maintained good cardiac output on top of their lvad flows and was clinically doing well, so the pump speed was maintained. The tavr valve seating would continue to be assessed in the future, and it was planned to incrementally increase the pump speed. The outflow graft narrowing was not treated, as the customer wanted to wait for the tavr valve to be properly seated, and the patient was noted to still be achieving forward flow on the lvad. Log files were submitted for review and captured no unusual events, and the lvad appeared to be operating as intended. The patient was discharged home, with a close clinic follow-up scheduled with their lvad providers.